Event description:
It was reported that the lower cutting edge jaw broke off inside a pt's knee during an arthroscopy and meniscectomy procedure. There was a 57 minutes delay in order to attempt to retrieve the broken piece. Attempt was unsuccessful and the broken piece remains in the pt's knee. Malfunction report form states that the "pt will have to have another procedure".

Manufacturer narrative:
Device has not been returned for evaluation.